Event description:
When the physician used the subject device for a laparoscopic cholecystectomy, the probe tip broke and fell off inside the pt. The broken piece was retrieved. The physician replaced the subject device with a similar device. The procedure was completed. The ptfe pad of the subject device was damaged and no error displayed. There was no pt harm reported.

Manufacturer narrative:
The subject device were not returned to olympus for evaluation. The photographs of the subject device were confirmed that the probe broke and the ptfe pad was damaged at the probe broken point. The manufacturing history was reviewed, with no irregularities noted. Based on the past cases with the same model, it is known that by continuously activating output in contact with metal such as a clip and forceps, the probe is scratched. In additional, since the physician continues to use the scratched device, the crack of the probe occurs and the probe tip breaks. The ptfe pad presumably was damaged due to the frictional heat generated by the probe and metal. The instruction manual of sonicbeat scissors mentions warning and caution for possible mishandling mentioned above. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.